Manufacturer narrative:
Continuation of medical products: 694965 lead, implanted (B)(6) 2006; dtba1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance measurements. Reprogramming was done, and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead was programmed off.